Event description:
It was reported that shaft break occurred. The 90% stenosed, 22mmx23mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 24 x 2.50mm promus premier drug-eluting stent was advanced but met resistance and was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by mf.: promus premier ous mr 24 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 90mm distal to the distal strain relief, as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip found distal tip damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 22mmx23mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 24 x 2.50mm promus premier drug-eluting stent was advanced but met resistance and was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.